Manufacturer narrative:
(B)(6). Device evaluated by MFR: the ranger was returned for analysis. This ranger device is recommended for use with a 0.018" guidewire as per ranger IFU. The device was received loaded on to the customer's guidewire. The customer's guidewire was noted to be kinked and damaged and was protruding out from the shaft of the device. The investigator was unable to remove the customer's guidewire. A visual and tactile examination of the shaft identified that it was noted to be accordioned and damaged. The balloon was subjected to positive pressure. No issues noted with the balloon material. No other issues were identified with the device.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the superficial femoral artery. A 6x200mm, 150cm ranger (dcb) drug-eluting peripheral transluminal angioplasty catheter was selected for use. During withdrawal, the non-boston scientific guidewire became completely stuck to the balloon. The guidewire and the balloon were removed together, and the procedure was considered complete with this device. There were no patient complications as a result of this event, and the patient was in stable condition following the procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the ranger was returned for analysis. This ranger device is recommended for use with a 0.018" guidewire as per ranger IFU. The device was received loaded on to the customer's guidewire. The customer's guidewire was noted to be kinked and damaged and was protruding out from the shaft of the device. The investigator was unable to remove the customer's guidewire. A visual and tactile examination of the shaft identified that it was noted to be accordioned and damaged. The balloon was subjected to positive pressure. No issues noted with the balloon material. No other issues were identified with the device.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the superficial femoral artery. A 6x200mm, 150cm ranger (dcb) drug-eluting peripheral transluminal angioplasty catheter was selected for use. During withdrawal, the non-boston scientific guidewire became completely stuck to the balloon. The guidewire and the balloon were removed together, and the procedure was considered complete with this device. There were no patient complications as a result of this event, and the patient was in stable condition following the procedure.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the superficial femoral artery. A 6x200mm, 150cm ranger (dcb) drug-eluting peripheral transluminal angioplasty catheter was selected for use. During withdrawal, the non-boston scientific guidewire became completely stuck to the balloon. The guidewire and the balloon were removed together, and the procedure was considered complete with this device. There were no patient complications as a result of this event, and the patient was in stable condition following the procedure.